Event description:
It was reported the stylus pen and the program header were not working. The connection seems to be loose and the programming head does not always detect a device. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the stylus pen is not working, this was caused by the touch screen being out of calibration. The touch screen was calibrated and then the stylus worked properly. It was also noted that the low voltage differential signaling (lvds) connector was reset due to the screen flickering. (B)(4): analysis confirmed the customer comment, the programmer head was not working, this was caused by a bad cable.